Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not functioning properly and a bush on spindle/ the bearing was missing (by the handle insertion point). The customer returned a skin graft mesher device, serial number (B)(4) , for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4) (note this is not a real serial number, the customer has removed the serial number and put their own) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2011 where it was reported that the ratchet was not working properly and the handle and latching pins were lubricated, and the roller end was polished. This is not a related issue. As noted on (B)(6) 2017 per (B)(6), qa/ra compliance manager, (B)(6) repair center service repair records are unavailable if they were created prior to (B)(6) 2016. Repair information may be available in the (B)(6) repair database and should be documented within the complaint investigation. Product review of the skin graft mesher by zimmer biomet (B)(4) on october 30, 2018 revealed that the device was heavily modified by the customer, including making their own parts. The pretests could not be performed as the comb was bent. The roller was worn and the roller gear had been modified. The side bearing on the handle end of the roller was missing. The shoulder bolts, washers, and cap nuts needed replaced, the customer had modified the belleville washers. The side plates and carrier guide were worn. The ratchet needed lubrication. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The skin graft mesher was not repaired per the customer request. The reported event was confirmed since during the product review by zimmer biomet (B)(4) it was noted that the device had been heavily modified by the customer, including making their own parts. The side bearing on the handle end of the roller was missing. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the device had been heavily modified by the customer, including making their own parts. The side bearing on the handle end of the roller was missing. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was not functioning properly and a bush on spindle/ the bearing was missing (by the handle insertion point).the event was noticed before surgery. No harm, no delay was reported and another device was available for use. Investigation discovered that the comb was bent. No adverse events were reported as a result of this malfunction.